Event description:
Two alimaxx-e esophageal stents were placed into a patient to heal a leak caused from a gastric sleeve surgery. The two stents were telescoped together with the most proximal stent into the ge-junction and the second stent into the pylorus. The stents remained in the patient for approximately three weeks. The physician attempted removal of the stents endoscopically but was unsuccessful due to tissue in-growth into the stent body. The physician successfully removed the stents via surgery. The physician stated the leak was healed and the patient was ok.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis investigation is not available, and we are not able to determine the relationship between this device and the cause of this event. Alveolus is unable to review the manufacturing processing records for this stent since a lot number is not available. A six-month alimaxx-e product family complaint trend analysis, inclusive of all failure modes, was reviewed; no unfavorable trend was noted for this product.